Event description:
It was reported that a patient underwent a spinal procedure using an interspinous spacer to treat lumbar canal stenosis at l3/4 and l4/5. It was reported that the spinous process fractured at l4 when the 12mm trial was used at l3/4 and the physician proceeded to implant the interspinous spacer at l3/4. The procedure was completed successfully and no further complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.